Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon ruptured during procedure. There were no clinical consequences to the patient. No further information available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, the physical device inspection as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that the balloon ruptured during procedure. There were no clinical consequences to the patient . No further information available.